Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump indicated a data log corruption. Customer reported blood glucose (bg) level was elevated however a specific value was not provided. A manual injection was administered to address bg level. Troubleshooting determined the pump had reset. Reportedly the customer has manual injections as alternate insulin therapy.